Event description:
It was reported to boston scientific corporation on april 7, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an external pressure stenosis measuring 20mm in width and 40mm in length in the main trachea due to a malignant endogenous tumor during a tracheal stent implantation procedure performed on (B)(6) 2023. An airway ablation and dilation were preformed prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion. The shaft bent/ bowed at the front end of the stent delivery system while pulling the black stent deployment suture, and the device became stuck in the main trachea. After repeated attempts of rotation, the stent could not be deployed. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's address 1 is (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h10: an ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual inspection found the stent was returned fully expanded and no damages were noted. Product analysis did not confirm the reported event of stent partially deployed, shaft kinked and delivery system difficulty crossing lesion as the stent was returned fully expanded with no damages noted and the delivery system was not returned. Based on the available information, there is no confirmation on what the customer reported, and the device met all the manufacturing requirements, and passed the visual inspection during product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 7, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an external pressure stenosis measuring 20mm in width and 40mm in length in the main trachea due to a malignant endogenous tumor during a tracheal stent implantation procedure performed on (B)(6) 2023. An airway ablation and dilation were preformed prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion. The shaft bent/ bowed at the front end of the stent delivery system while pulling the black stent deployment suture, and the device became stuck in the main trachea. After repeated attempts of rotation, the stent could not be deployed. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.